Manufacturer narrative:
The customer service center specialist (csc) checked instrument logs, over the phone, and recommended the customer perform the following: change the water bath, clean the cuvettes, replace the washer dry tip, and calibrate the sample probe. The customer performed the suggested troubleshooting which resolved the issue. A review of the analyzer¿s service history found no contributing factors and no subsequent tickets regarding discrepant patient results. A review of complaint and trending data for the architect c8000 analyzer did not identify any trends or issues related to the complaint. A device history record review for the architect c8000 analyzer did not identify any non-conformances or potential non-conformances. The product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The erratic result rates were reviewed and were within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
Patient information: no specific information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c8000. The sample generated an initial result of <107 mmol/l and repeat on second analyzer of 147 mmol/l. No impact to patient management was reported.